Event description:
It was reported that stent damage occurred. A 2.75x32mm promus element stent delivery system was selected to treat the lesion. The device was unable to cross the lesion. The stent struts were then damaged therefore it could not be used. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned with a stent protector tightly covering the stent. The stent protector was removed and a visual and microscopic examination found that the stent was damaged. Several struts on four rows towards the middle of the stent were misaligned. No issues were noted with the tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).